Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the byte aligners have not straightened their teeth, their teeth, gums and jaw constantly hurt. Their teeth move easier than what they did. At check in patient marked true to pain, inflammation, sensitivity, discomfort, loose, discolored, jaw discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.